Manufacturer narrative:
This customer reported that the device discharged spontaneously in the AED mode. The pt and a nurse were reportedly shocked. There was no adverse impact to either the pt or the nurse. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device discharged spontaneously in the AED mode. The pt and a nurse were reportedly shocked. There was no adverse impact to either the pt or the nurse.